Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Reporting status: serious injury/ required intervention. Reporting rationale: graftmaster did not cross to treat a perforation, requiring medical intervention to prevent permanent impairment or injury. Device issue: failure to cross. It was reported that during the procedure to treat an arteriovenous fistula at the tibial peroneal trunk, the graftmaster could not cross to the fistula and was removed from the anatomy. The fistula was ultimately treated successfully using four additional graft master stents. Though requested, no additional info was provided.